Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. During use, the inner drive wire punctured the outer sheath near the proximal end of the device. An injury to the user or pt was not reported.